Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain. Doi: unk - dor: (B)(6) 2012 (left hip). Update rec'd 3/27/2013- ppd and medical records received. This complaint is now legal. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated a failed hip. The cup and stem were noted to be stable. All implants except for the stem were revised. The unknown depuy hip is being changed to an unknown depuy cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/14/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.